Event description:
The provue analyzer did not detect a positive antibody screen using a known sample with mts anti-igg card lot# 052005001-24 and screening cells 0.8% surgiscreen. The customer was performing parallel testing between the provue and manual gel.